Event description:
It was reported that prior to prophylactic generator replacement surgery, the vns patient's device was found to be disabled. The device was programmed on and a system diagnostic test was performed which showed normal device function. When attempting to program the device off, it was observed that the patient's device had already disabled itself without any programming. The explanted generator has been returned to the manufacturer where analysis is currently underway.

Event description:
Analysis of the generator was completed on (B)(4) 2015. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator.